Event description:
It was reported: "the initial surgery was performed on (B)(6) 2025, and on (B)(6) during a follow-up outpatient visit, the doctor confirmed that the patient had a dislocation. Since the dislocation was self-reduced, the patient was advised to wait and see, but since the patient requested a reoperation, a reoperation was scheduled for (B)(6)."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported: "the initial surgery was performed on (B)(6) 2025, and on (B)(6) 2025, during a follow-up outpatient visit, the doctor confirmed that the patient had a dislocation. Since the dislocation was self-reduced, the patient was advised to wait and see, but since the patient requested a reoperation, a reoperation was scheduled for (B)(6) 2025."

Manufacturer narrative:
The reported event could not be confirmed. The device was returned for evaluation with no evidence to confirm the event description, and no other evidences were provided. The device inspection revealed the following: probably due to the insert and sphere extraction done by the medical staff, the parts were found significantly damaged and scratched. The insert is drilled in the middle, scratched at the smooth functional surface, with a groove noted on the flat edge and the ring outside of the insert groove. Due to the nature of the returned device, a dimensional and functional inspection was not possible. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.